Event description:
It was reported that a spectrum pump was missing the label for the load points inside the door. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was missing direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.